Manufacturer narrative:
Additional information: h4, h6, h10. Correction: d2. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5146011 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro-volume extension set leaked at the filter. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.